Event description:
Patient intubated in low lithotomy position. The black operating room mattress pad slid out about two inches toward anesthesia team. Trendelenburg reversed. Staff then noted that there was no velcro under the operating room bed to hold the black mattress pad in place. Velcro was located and placed on bed. Patient was transferred to a newly velcro bed. Procedure was then performed.